Event description:
It was reported that vessel dissection occured. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified superficial femoral artery. Following pre-dilatation, a 6x40x120 epic stent was deployed to treat the lesion. However, post deployment upon fluoroscopy, a vessel dissection was observed. A 6x60 epic stent was then deployed to treat the dissection. No further patient complications were reported. The patient was doing well.